Event description:
It was reported that the radiofrequency (rf) wire was used with an incompatible sheath and the coating was peeling, and the patient experienced minor tissue damage. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure to treat atrial fibrillation a versacross connect access solution for faradrive rf wire was used. An initial attempt to access the heart with the versacross connect system and the faradrive sheath to perform the transseptal puncture (tsp) was made, but the dilator was unable to be advanced through the patient's inferior vena cava (ivc) filter. A subsequent attempt to gain access was made with a non-boston scientific sheath and guidewire were made, and access to the right atrium (ra) was achieved. This sheath was then exchanged for a different non-boston scientific sheath, a sheath that is incompatible with the versacross connect system per the instructions for use (IFU). The tsp was performed successfully, but when the sheath, dilator, and rf wire were removed it was found that the coating of the rf wire was peeling at the proximal end. The rf wire also had tissue/blood aggregate attached to it after its removal. The pfa portion of the procedure was then conducted followed by the appendage closure with the watchman system. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, or if any further relevant information is received, a supplemental medwatch will be filed.